Event description:
It was reported that the patient presented via a remote transmission showing device exhibiting non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were made during the in-clinic device check. There were no adverse health consequences to the patient.